Event description:
It was reported there was a power on reset (por) condition on the programmer as well as a ¿call your doctor¿ screen. The patient was not able to adjust stimulation. It was stated, the patient tried to adjust stimulation when they came home from the hospital the day prior to report and turn up stimulation but gut the por message. The patient was at the hospital for a revision and it was stated, the patient did a lead revision the week prior to report. The healthcare provider (hcp) left the implant in the body while doing a ¿stage on evaluation.¿ the day prior to report, the pocket was opened back up and connected the implantable neurostimulator (ins) to the new lead. It was reported, the ins was left in the pocket without a plug and the leads were later connected again. It was reported the date of lead revision was 2013 (B)(6) and the reason was lack of efficacy. There was no known reason for the por but it was stated, the hcp left the ins in the pocket when the patient underwent an additional trial on the new lead. It was noted the por was cleared when the ins was synced with the clinician programmer. The patient¿s status was unknown.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28 lot# va0610q, implanted: 2013 (B)(6); product type lead. (B)(4).